Event description:
The attachment was tested at the manufacturer, and during the evaluation an unknown substance came out of the bottom of the device. There was no patient involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The attachment was tested at the manufacturer, and during an initial evaluation an unknown substance came out of the bottom of the device. A follow-up report will be submitted after the quality investigation has been completed.